Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), product type lead, product ID 977a260, serial# (B)(6),product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced a return of pain. Patients leads migrated from t-7, t-8 to t-9, t-10. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep) . The cause was not determined. They reprogrammed her in multiple different forms, including conventional hd and dtm. The issue has not been resolved however the patient is having an explant the end of july.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6), event date is unknown . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller stated that for quite some time they have been getting the settings not available message on their controller when they try to increase their stimulation. Caller stated that they have met with medtronic representative multiple times who has tried to interrogate the equipment but has not been able to clear the message. Caller added that it is driving them nuts because they can turn stimulation down but in order to turn it up they have to go through several steps. Caller stated if they turn stimulation off, go into their program intensity, hit the up button, then turn stimulation on, they can increase the intensity by 0.1 but if they try to do more than that the message comes up. Caller added that there doesn't seem to be a cap on how high they can go because as long as they follow those steps and trick the controller they can continue to increase stimulation. Caller stated something must be wrong with the controller because they've tried reprogramming several times. Agent reviewed the settings not available message with caller and that the external equipment is not related. Caller stated that rep has tried to clear it but it never works. Caller noted that rep suggested that maybe one of the leads is not working right and might have growth or scarring on it. Caller stated they don't see how that would be related to this message since they can still work around it by following their steps. Caller insisted the controller be replaced to eliminate that from the troubleshooting of this message. Agent reviewed with caller several times that a replacement of the controller would not resolve this issue and that they should consult with their healthcare provider and mdt rep for further implant interrogation. Agent spent a long time reviewing device function and programming information with caller. Caller still insisted that the controller be replaced and agreed to follow up with their healthcare provider if the issue does not resolve. When asked for event date and notify date, caller stated they probably first met with rep related to this issue about 3-4 months after implant. An email was sent to the repair department to replace the controller. Caller also asked to review considerations and compatibility for a lumbar puncture; agent reviewed information and redirected to their healthcare provider.